Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was "high" per continuous glucose monitor readings and was treated with a manual correction injection. Customer's father was also required to intervene by providing water. No further information was obtained as customer declined troubleshooting with tandem technical support.